Event description:
The MRI technician later reported that they were not referring to any specific patient; only that he had known that the pump was made to stop during an MRI and restart after they exit the field. They stated the comment was not stated for a complaint, only that he was aware that the pump may alarm due to entering the field. No patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a healthcare provider (hcp) had an incident where the pump stalled following an MRI. It was discussed that the pump may suspend once the patient enters the MRI file and the pump would need to be checked with a physician programmer after the MRI to make sure the pump restarted. The caller stated ¿I have done this in the past with the pump. I know the pump may stop. And it stopped delivering the drug¿. No patient symptoms were reported. The drug delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).